Event description:
It was reported that device data review was sent to technical services (ts) review due to noise/ oversensing involving this electrode. An x-ray will be done to rule out a suspected electrode fracture. The device was reprogrammed to the primary sensing vector. No adverse patient effects were reported.